Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. Medical records were reviewed for the initial procedure noting zimmer biomet products were implanted without complications. No notes were provided for the revision surgery. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; b7; d1; d2; d4; d11; g4; g5; h2; h4. D11: 00801803202 ¿ cocr head - 60475901; 00620006422 ¿ tm shell ¿ 60470018; 00631006432 ¿ trilogy liner - 60035043; 00625006520 ¿ bone screw - 60461262. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Reported event is unable to be determined due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00347. Insufficient information provided.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.